Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump¿s history and trace files downloaded successfully using thus software. Unit p-cap / reservoir locked properly in place and passed self test. Unit alerted pump error 3 (file number=2002 line number=2803) during rewind attempt. Unable to perform displacement test due to error 3. Pump error 3 (file number=2002 line number=2803) confirmed in the pump history on 07/23/2023 at 12:50:37.000. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Pump error 3 (file number=2002 line number=2803) confirmed during rewind and in the pump history on 07/23/2023 at 12:50:37.000 due to corroded motor home switch. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor / motor]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.